Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that subacute endophthalmitis was observed in the patient's left eye 2 days post op. Vitrectomy and intraocular injection was performed on (B)(6) 2014. The patient had recovered on (B)(6) 2014.